Event description:
Patient received inappropriate high voltage therapy due to combination of sensing twos, pvcs and conducted beats which contributed to counter incremenng? High rv threshold on (B)(6) 2023 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).